Event description:
It was reported that blood was noted in the catheter and tubing during use. The iab was removed and wasn't replaced because the pt didn't require it. There were no pt complications.